Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.060 vs. Expected result = 0.015 ng/ml) from a single patient run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected result was not reported out of the laboratory as the customer performed all vitros trop I es testing in duplicate. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient run on the vitros eciq immunodiagnostic system. There is no evidence that an instrument related issue contributed to the event. An ocd field engineer performed service actions to optimize system performance. Following these actions, acceptable vitros trop I es performance was observed. Additionally, it is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. However, an instrument and/or a reagent related issue cannot be ruled out as potential contributing factors at this time. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.